Manufacturer narrative:
(B)(4). Customer has indicated that the product will not be returned to zimmer biomet for investigation. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Product not returned.

Event description:
It was reported that during the procedure, two guide wires fractured during the procedure. The fractured pieces of the wires were not able to be removed and were retained by the patient.

Manufacturer narrative:
UDI: (B)(4). Reported event was confirmed by review of x-rays provided. Radiographs reviewed revealed overall fit and alignment of the implants is appropriate. Ap and lateral intraoperative fluoroscopic images of the knee demonstrate 4 distal femoral screws. 2 separate foreign bodies are seen: a small k wire fragment which is superior to the second proximal-most screw, and a separate k wire fragment just superior to the distal most screw. Device history record was reviewed and no discrepancies were found. Root cause was unable to be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.